Event description:
It was reported to philips that the device fails operational check at defibrillation. The bench technician evaluated the device and confirmed the high voltage capacitor was out of tolerance at low end. He device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The capacitor was replaced by the technician. The device after servicing and testing will be returned to the customer. No further evaluation around the high voltage capacitor is warranted at this time.

Manufacturer narrative:
Updated problem code grid.

Event description:
It was reported to philips that the device fails the defibrillation test. There was no patient involvement.